Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient still had concerns regarding their device or therapy, but had not sought further help. The patient still found the device painful. Being unable to have a MRI had become a problem. The patient was leaking and had to wear pads. The ¿insert¿ in their right buttocks moved all over.

Event description:
It was reported that the patient was getting ¿electric jolts¿ going through their body on the right side from their implantable neurostimulator (ins). Specifically, the jolts went from their hand to foot to toes to their hip on the right side. It was also reported that when the patient would increase the stimulation their right hand and leg moved like they were ¿having spasms.¿ this was noted to have been going on for several weeks and continued to get worse. The patient wanted the ins removed (implanted on right side of buttocks) because it was causing them ¿so much pain.¿ additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v462945, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).